Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with around 200 units of insulin. The customer¿s blood glucose level was in the 200's mg/dl. Customer terminated the call before further information could be gathered.